Event description:
It is reported that the pt was revised due to high ion levels and an abnormal looking x-ray.

Manufacturer narrative:
This report will be amended when our investigation is complete.